Manufacturer narrative:
Common device name: system, test, automated antimicrobial susceptibility, short incubation. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phoenix¿ m50 automated microbiology system wrong identifications are being obtained. The following information was provided by the initial reporter: wrong identifications.

Manufacturer narrative:
H.6 investigation summary "a failure for misidentification was reported on a phoenix m50 instrument (p/n 443624, s/n (B)(6)). The customer reported an error with identification of panels. A field service engineer (fse) was dispatched to troubleshoot the instrument. The fse arrived onsite and checked the instrument and replaced the light source board on tier a. The fse returned the instrument to the customer in working order. The root cause is unknown, this is a confirmed failure of a bd product. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for this instrument was reviewed and revealed no previous complaints related to this failure mode. Complaints for results did breach an alert level trend in the month of (B)(6) 2023. An investigation into this breach did not reveal a trend with customer, root cause or failure mode. Quality will continue to monitor the results complaints for phoenix m50 instruments. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint."

Event description:
It was reported that bd phoenix¿ m50 automated microbiology system wrong identifications are being obtained. The following information was provided by the initial reporter: wrong identifications.